Manufacturer narrative:
The insulin pump was received with cracked and bleeding glass on lcd board. The device had minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call, the left side of the display is cracked. Customer stated there are some black splotches. Customer was at his office when he noticed the damage when he was driving home. Customer's blood glucose was 129 mg/dl. Customer stated some of the screen was not readable. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.